Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the right coronary artery (rca). Following deployment of the first synergy(tm) drug-eluting stent (des) in the distal rca, a second synergy(tm) des was advanced to overlap in the mid rca. The second stent was pulled back for placement; however, before deployment, it was noted that the stent slightly slipped off from the delivery balloon just a few millimeter. Once the stent movement on the balloon was noted, the stent was deployed in place with the distal edge of the second stent overlapping at the proximal edge of the first stent and the procedure was completed. No patient complications were reported and the patient's status was fine.